Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 176 mg/dl, which the customer treated with food. The customer stated that she woke up with a blood glucose reading of 110 mg/dl, ate breakfast, then bolused. She reported that she began feeling weak, checked her blood glucose reading and it was at 68 mg/dl. Later she started to feel sick again, which was when she called 911. Customer stated that she thought that the device overdelivered insulin. Upon review of programming, the customer noted that she had a pattern running without being aware of it. She was unsure of whether she was supposed to be running that pattern. Reservoir showed the same amount of insulin as shown on the status screen. The insulin pump passed the displacement test. Customer reported that the device was exposed to a magnetic field via cat scan. Advised customer speak with doctor regarding low blood glucose levels. Nothing further reported.